Manufacturer narrative:
01471749-104. Abbott diagnostics (B)(4), inc. Performed review of manufacturing records and quality control release testing for kit part number 195-000 / lot 164258 and device part number 195-430wl / lot 154627. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 155933 showed that the complaint rate is (B)(4)%. Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. Related MFR report numbers: 1221359-2022-01916 through 1221359-2022-02048.

Event description:
Customer reported one hundred thirty-three (133) false positive results with the binaxnow covid-19 ag card on multiple dates in january on kitted nasal swabs. This report is for patient one hundred four (104) of one hundred thirty-three (133) and lot 164258 (total quantity 10). Patient was tested with the binaxnow covid-19 ag card on 18jan2022 which generated a positive result. Confirmation pcr nasal sample was collected the same day, placed in vtm, and transported via currier to a separate branch lab for testing (platform: perkinelmer) which generated a negative result. The patient was asymptomatic. No serious injury, medical intervention or treatment decisions occurred as a result. Customer is performing tests in community organizations (cohort 1: k-12 schools including faculty).